Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event had occurred due to improper handling and the application of excessive mechanical force, impact to the scope such as fall, shock, or similar stress. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus but was evaluated by a third party. The third-party evaluation confirmed the customer's allegation due to the lens being damaged. The evaluation found the tip had burn marks from the laser and the optical fiber was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the arthroscopy system experienced a blurred image. The issue was found during a therapeutic keyhole surgery. A similar device was used to complete the procedure. There were no reports of patient harm or procedural delay. The device was evaluated by a third party. During the device evaluation, the eyepiece was found to be damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.